Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that, prior to use, the needle was connected to the generator and impedance warnings were provided by the unit. The surgical staff opened another ablation needle and completed the procedure. Initial eval of the insulation damaged and the needle was bare in one spot.